Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit had a single missing segment on the first digit of the spo2 display reading. There is no report of serious injury or death associated with this event.